Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose level. Customer blood glucose level was 2.5 mmol/l. Customer blood glucose level was 6.5 mmol/l. Customer was using pump without sensor. The customer thought she was unable to use the sensor settings due to the auto-mode warm-up fase and reported low blood glucose was due to not using the sensor settings. Customer declined testing the pump. It was unknown whether the auto mode feature was active at time of low blood glucose event. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.